Manufacturer narrative:
No phaco tip sample was returned for "not working." No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. All phaco tips are 100% visually inspected by trained operators using 30x magnification. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, the phacoemulsification did not work. The case was completed by converting to an extracapsular cataract extraction (ecce). There was no patient harm.

Manufacturer narrative:
The customer reported that the system did not phaco during the procedure. There was no patient impact, and no delays or cancellations as a result of the reported event. The surgery was completed by converting to a manual technique (extracapsular cataract extraction (ecce)). The company service representative examined the system and confirmed the reported event. During the service, the company service representative found system message (sm) - ¿flow check failure: measured flow restriction is too high. Extraction and ultrasound functions in phaco/frag will be disabled.¿ after troubleshooting, the company service representative found that after changing the handpiece tips, the handpiece and system functioned as intended. The system was then tested and met all product specifications. The system was manufactured on february 10, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to bad handpiece tips. However, the handpiece tips are external of the system. The system was found to function as intended. (B)(4).